Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacturing specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that there was minimal corrosion on the flex circuit built up from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was triggering a couple of errors when plugged into the console device. The reporter was unsure if the event occurred during surgery. It was not reported if there were any delays in a surgical procedure. The user used a spare motor device but continued to use the same console device and everything worked perfectly. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.